Manufacturer narrative:
Summary of evaluation: the info provided and the examination results are insufficient to determine the cause of this event, although bone cement particles contributed significantly to the tibial insert wear.

Event description:
Upon revision, the patella was found to be worn "significantly."